Manufacturer narrative:
(B)(6). Device manufacture date: september 28, 2017 - september 29, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked approximately two tablespoons worth of fluid from the base of the pump cap during patient infusion. The patient then pressed firmly down on the cap, changed clothes, and showered as instructed in the event of chemotherapy spill. No further leakage was noted over the remaining infusion period. When the patient returned to the hospital the pump was completely deflated with no evidence of leakage. It was further reported that the smell of chemicals was present at the time of the leak. The device had been filled with 5380 mg of fluorouracil and sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.